Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.1e. Customer complaint notes, stated carcked battery compartment. Pump received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label, cracked reservoir tube lip and minor scratched lcd window. The test p-cap/reservoir does lock into place. Pump passed the displacement test.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.